Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, a product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
It was reported that intraoperative, the handpiece runs hot to the touch, unable to handle. There was no injury reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation on august 5, 2015. The product analysis was completed on august 14, 2015. The product analysis indicates that the reported issue could not be confirmed. The handpiece was evaluated and no fault found. Pre-repair temperature test results indicate the handpiece got to 76.5 degrees f and 77.2 degrees f. The handpiece was tested and passed all manufacturing specifications. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.